Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with dizziness and lightheadedness. Interrogation of the device with a programmer noted that the device had reverted to safety mode and was pacing in vvi mode at 72 paces per minute. It was reported that the patient spent a month traveling at high altitudes. Boston scientific technical services (ts) was contacted and asked about the potential of exposure to cosmic radiation. Ts discussed radiation therapy impact on the device and recommended device replacement. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.